Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 520 mg/dl. Troubleshooting was performed. The programming was accurate. The alarm history revealed several no delivery alarms. The clock time was one hour ahead. Ran a fixed prime test and the insulin exited. No further info was provided.

Manufacturer narrative:
Currently, it is unknown, whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.